Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure issue occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2025 . On (B)(6) 2025 , the patient¿s sensor failed. The patient was not using a blood glucose (bg) meter as a backup after the sensor failure. Approximately one hour later, the patient stated he could not walk and was feeling weak. The patient¿s parents brought him to the emergency room (ER). At the ER, the patient¿s bg level was 900 mg/dl. The patient had bloodwork done and was treated with an IV insulin drip, magnesium, potassium, unspecified medication for pain, and unspecified medication for nausea. The patient was discharged after 7 days. His bg meter reading at discharge was 100 mg/dl. The patient felt ¿fine¿ at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.